Manufacturer narrative:
Reported event of stent cover damage. Investigation results: a visual examination of the returned device noted that only a fully deployed stent was received for analysis. Multiple slits were noted on the stent cover towards the flared end of the stent. Approximately 4 slits were greater than 1mm in length but not greater than 1mm in diameter. No other issues were noted with the stent. The noted damages are likely due to procedural or anatomical factors encountered during the procedure or when the drain was placed, as noted by the complainant. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted on (B)(6) 2014 during an esophagogastroduodenoscopy with esophageal stent placement. According to the complainant, the stent was implanted to treat a tracheoesophageal fistula. Post stent placement (exact date unknown), a drain was placed to drain fluid collections in the mediastinum. During a procedure on (B)(6) 2014, the physician noted a hole on the stent cover and pus coming through the stent from the fistula on the esophageal wall. The physician reported that the infected fistula was due to a pre-existing cancer and that the stent was not the cause of the infection. The stent was removed due to the hole in the cover and another wallflex fully covered esophageal stent was implanted. In the physician¿s assessment, the hole in the stent cover was likely caused when the mediastinal drain was placed post stent implantation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.